Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) was dispatched and after troubleshooting, the fse found the drive manifold to be leaking and replaced it. The fse calibrated the iabp to factory specifications and performed functional and safety tests. The iabp was released back to the customer cleared for clinical use.

Event description:
The customer reported that the intra-aortic balloon pump (iabp) started to alarm "low vacuum" while the iabp was in use on a patient. The registered nurse (rn) followed the steps on the help screen and switched out the iabp. No adverse event has been reported.